Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment; article titled: a comparison of vascular closure devices and techniques in transcatheter aortic valve replacement.

Event description:
This event is from a literature review of patients who underwent transcatheter aortic valve replacement (tavr) procedures using the preclose technique with prostar xl and prostyle closure of unspecified vessels. The retrospective study compared the use of three different methods of closure in tavr procedures: prostar xl + prostyle, prostar xl only and prostyle + a collagen plug. Complications with the prostar xl + prostyle devices were minor. Prostar xl use complications include bleeding and unrelated death. Prostyle + collagen plug use noted no complications specifically related to the prostyle. The study concluded that the use of the prostar xl + prostyle combination had a major reduction in vascular complications as compared to the other techniques. Specific patient information is documented as unknown. Abstract attachment: a comparison of vascular closure devices and techniques in transcatheter aortic valve replacement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. A definitive cause for the reported unspecified failure mode could not be determined. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact root cause cannot be determined. The reported surgical intervention and unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.